Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified battery/power issue with the adc device. Due to this, customer was unable to monitor glucose and experienced a hypoglycemic event in which their glucose level reached below 2.8 mmol/l and customer was provided with sugar by friend. There was no report of death or permanent injury associated with this event.